Event description:
The hosp reported that during the coronary artery bypass procedure, the aorta started to tear when the cutter was fired. The surgeon used the "co-seal" to repair the tear and completed the procedure without any further issues. The pt's aorta was thin and friable. No other pt complications were reported. An extra seal not used for the procedure was returned. In 2005 the seal was received cracked. This is a reportable malfunction.